Event description:
The customer contact reported an operator error in programming the device which resulted in the patient receiving more medication than intended. At an unspecified time, chanel 1 of the device was programmed to deliver total parenteral nutrition (tpn) at a rate of 94ml/hr with a vtbi (volume to be infused) of 2500ml and the delivery was started. Approximately two hours later, the pump sounded an audible alarm tone for an occlusion. At this time the nurse noted that only 400ml remained in the tpn container. The patient's vital signs were reportedly "unstable" and the patient "appeared ashen" in color. The patient was transferred to the intensive care unit. The customer contact stated that blood work was drawn. The patient's blood urea nitrogen, potassium, creatinine levels were "elevated" and the blood glucose level was 323 mg/dl. It was reported the patient also pulmonary edema. The patient was treated with oxygen and an unspecified amount of insulin. There were no reported adverse patient sequelae. The device was removed from clinical service. Upon review of the device history by the user facility, the customer contact reported chanel 1 was programmed to deliver at a rate of 944ml/hr instead of the intended rate of 94ml/hr. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was printed at the user facility. In late 2008 at 1809, line a of channel 1 was programmed to deliver at rate of 944ml/hr with a volume to be infused (vtbi) of 2500ml for a calculated duration of 2 hours and 38 minutes and the delivery was started. At 2029, the device alarmed distal occlusion. At 2031, the programming was canceled and the settings were cleared with a total volume infused at 2215.5ml. At 2032, line a of channel 1 was reprogrammed to deliver at a rate of 94ml/hr and vtbi of 200ml and the delivery was started. At 2050, the delivery on line a was stopped. At 2052, the device was powered off. Review of the pump history indicates the pump delivered as programmed.